Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a charge time of 37.9 seconds. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
--

Manufacturer narrative:
The most recent information suggests that this device will not be returned. Should additional information become available this event will be updated.